Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unknown product performance anomaly. This rv lead was successfully replaced. No additional adverse patient effects were reported.